Event description:
Neoplasm malignant [carcinoma]. Gastric polyps [gastric polyps]. Erythema [redness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of carcinoma in a 79-year-old male patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer and marriage. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced carcinoma (serious criteria gsk medically significant), gastric polyps and redness. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the carcinoma and gastric polyps were unknown and the outcome of the redness was not recovered/not resolved. It was unknown if the reporter considered the carcinoma, gastric polyps and redness to be related to japanese polident for partials (polident for partials with taed). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, the patient's wife had used japanese polident for partials (polident for partials with taed) since more than 6 months before for cleansing the patient's denture. The patient's wife cleansed the denture. On an unknown date, the patient experienced redness of right-sided buttock and around ankles of both legs (seriousness: non-serious) since starting the product. The redness did not disappear, but the patient did not feel pruritus and pain. Other things that the patient newly started in about the last six months would be only using bath additives and changing the bathroom cleaner. In addition, the patient had a carcinoma operation (serious criteria gsk medically significant) and a gastric polypectomy (seriousness: non-serious) in the last six months. The patient consulted a dermatology the other day, but the prescribed ointment did not seem to work. The redness was spreading furthermore. The patient would re-consult there at an early date, and would ask the physician about japanese polident for partials (polident for partials with taed) too. The patient used japanese polident for partials (polident for partials with taed) which he received from his daughter 2 years before. No further information is expected.

Manufacturer narrative:
Argus case ID: (B)(4).